Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 526 mg/dl at its highest. The customer would either change the infusion set and deliver a bolus of insulin or administered insulin injections to manage diabetes. The customer reverted to using insulin injections to manage diabetes. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra insulin was not labeled for use with the pump. The customer acknowledged the information and was to speak to a healthcare provider about the type of insulin used.